Manufacturer narrative:
The suspect device has not been received for evaluation; therefore, the cause of the reported malfunction is currently undetermined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2008, hydrothermablator (hta) console unit was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, the product failed, machine shut down at start of ablation. There is no further information available regarding the patient or the event.